Event description:
The customer requested an event log review because a pt had an unexpected response to infusions of fentanyl and versed. The customer requested confirmation of what was programmed and given as comparted to what was ordered/charted. Details are as follows: versed and fentanyl were each infusing at continuous rates which were titrated throughout the evening and night of (B)(6) 2014. Additional boluses of each given were during this period. Reportedly, the pt received 90 mcg of fentanyl in 1 hour but still woke up and was able to pull out her breathing tube; she appeared under-sedated for the amount of fentanyl she had received. The plan had previously been to extubate the pt the morning of (B)(6) 2014, however, pt instead progressed to respiratory depression and required ECMO. At the time of the report th pt was stable but still on emco. There is no allegation of any device malfunction or of the IV bags having a different volume left then expected.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. Devices not received, long review only. The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.